Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons were not responding and after pressing the act button the screen went blank slowly and came up with 30 to 40 seconds. The customer¿s blood glucose level was 223 mg/dl. Customer stated that the insulin pump get restart and went blank after pressing a button. Troubleshooting was performed. The customer was advised to discontinue the use of insulin pump and revert to backup plan. The device will be returned for analysis.